Event description:
It was reported that a pt's pump was explanted due to wound dehiscence. The pump contained baclofen. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.